Event description:
Patient allegedly received the filter via the right common femoral vein due to pulmonary embolism (pe) followed by an unsuccessful retrieval attempt (B)(6) 2018 and a successful retrieval on (B)(6) 2018. Patient is alleging device was difficult to remove. Patient notes and further alleges the (B)(6) 2018 retrieval attempt was unsuccessful due to embedded filter. Per an unsuccessful filter retrieval: "preliminary inferior venacavagram displayed the ivc filter in good alignment. No significant thrombus was seen within the ivc filter. Final image displays the ivc filter unaltered in position. Impression: unsuccessful attempts at retrieving the ivc filter apparently due to the hook being endothelialized. Tentatively the patient is to return in approximately 2 weeks for reattempt". Per the successful filter retrieval: "the right side of the neck and right proximal thigh were prepared and draped in the usual manner". Attempts at snaring the guide wire in order to free the hook were made. The attempts were unsuccessful. The sheath was upsized to a 14-french sheath over a guide wire. Forceps were advanced via the sheath and attempts at grasping the hook of the filter were made. "Subsequently the right common femoral vein was accessed under real time ultrasound guidance utilized by using a 5-french micro puncture set." "A 0.035 inches guide wire was advanced adjacent to the ivc filter at different positions and a 10 mm x 4 cm balloon was advanced over the guide wire. The balloon was inflated in attempts to free the hook from the wall of the ivc. Subsequently a 5-french tennis racket catheter was advanced over a 0.035-inch glide wire via the 14-french trans right internal jugular vein sheath. The guide wire was advanced through the catheter directed cephalad and was snared using a loop snare". "The filter was then removed in its entirety. Subsequent inferior vena cavagram displayed the ivc to be patent".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: multiple removal attempts. The additional information regarding multiple removal attempts does not change the previous investigation results for difficult to remove. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided alleges multiple filter removal attempts were required.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: embedment, difficult to remove. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2017. About 4 months later, the patient underwent an unsuccessful removal attempt due to vena cava filter embedment. A successful filter removal procedure was performed approximately 1 month later. Hospital and medical records have been requested, but not yet provided.